Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed about an incident during a combined 25g procedure. During priming no issues occurred and all connections were checked prior to surgery. The phaco phase was completed. Following insertion of the vitrectome, a large bubble of air expelled from the infusion line, pushed the lens implant forward, resulting in a shallow anterior chamber, iris prolapse and large zonular dehiscence. The lens implant was removed. Air bubbles continued to be noticed. The procedure was completed without replacement lens implant. The patient needs to return for a further procedure to insert lens implant.

Manufacturer narrative:
In regard to this complaint logfiles and videos of the incident were received. Logfiles revealed a couple of errors related to pump, but none of them pointed to the cause of the bubbles emerging. Video confirmed the emergence of bubbles, but it was not clear from where they emerged. Unfortunately, since the involved product was not returned, no physical examination could be conducted to determine the cause of event. Device history record review for the lot revealed no deviations. It should be noted that there are various factors that could have caused air bubbles to emerge from instruments inside the eye, including, but not limited to, a seal failure, a crack, or a user error. Without being able to examine the involved product, the cause remains inconclusive.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.number of similar incidents and associated numbers of devices on market was determined by taking the number of pacls distributed within defined periods and comparing to numbers of incidents involving bubbles emerging from relevant components of the pack (ia-bubble, ia-bubble-posterior, and pack-bubble; ia meaning irrigation/aspiration tubing). The complaint that is the subject of this report is included in the table above.

Event description:
We have been informed about an incident during a combined 25 g procedure. During priming no issues occurred and all connections were checked prior to surgery. The phaco phase was completed. Following insertion of the vitrectome, a large bubble of air expelled from the infusion line, pushed the lens implant forward, resulting in a shallow anterior chamber, iris prolapse and large zonular dehiscence. The lens implant was removed. Air bubbles continued to be noticed. The procedure was completed without replacement lens implant. The patient needs to return for a further procedure to insert lens implant.